Manufacturer narrative:
On (B)(6) 2019, additional information indicated that there was mass in left breast. Mammogram and MRI were the test performed for indication of left side rupture. This report is for the right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation: during analysis of the sample was found ruptured. Shell abrasion was found in the edges of the tear. No other anomalies were discovered. Shell abrasion suggesting in-vivo folding or creasing of the device. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused continuous and sustained stresses to the device. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: rupture, capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with unknown gel breast implants which bilaterally ruptured and had issue bilaterally with capsular contracture baker grade iii after implantation. The issue of left ruptured diagnosed by ultrasound. As a result patient underwent bilateral removal and replacement as follow: left replaced with catalog #: smpx-295, serial#: 7660385-055, and right replaced with catalog #: smpx-295, serial#: (B)(4) on (B)(6) 2019. This report is for the right side.